Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the is-1 connector pin. All lead fragments were available for analysis. An explantation aid was tied to the lead body at the distal fragment. The returned fragments were visually examined. In the distal end of both fragments, the lead body was surrounded by tissue residue that appeared to be calcified, which might have led to the clinical complaint. In addition, a deformed shock coil and ring electrodes (r3 and r2) detached from the form parts were found, which are probably results of the explantation process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted approx. 104 months after implantation. The pacing threshold rose to 4v@1ms. Furthermore, the pacing impedance was increased (greater than 1700 ohm) and the sensing was decreased. During explantation the lead was cut through.